Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 360 mg/dl. Customer stated that he had a blood glucose level between 350-400 mg/dl when he woke up due to insulin stopping. Customer also stated that the first time the incident occurred was between 400-450 mg/dl. Insulin pump will need to be replaced. Customer stated that he was already working on getting a new pump with someone else. Customer mentioned that he doesn't like long tubing as it gets kinked. Customer was offered troubleshooting but customer declined. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.